Manufacturer narrative:
(B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a coolflow pump where the high flow rate would not activate. Per the reporter, the pump would not switch to high flow. The connection to the generator was checked and the cable was replaced, but this did not resolve the issue. No patient consequences were reported. Multiple attempts have been made to obtain further information regarding this complaint, but none has been made available. There is no information regarding whether or not ablation was permitted by the system without the high flow rate engaged. This can present a potential risk to the patient, and as such, this event will be conservatively reported to FDA.

Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent a procedure with a coolflow pump where the high flow rate would not activate. Repair follow-ups were performed with the customer, but service was declined. As a result, the device was not shipped for service. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint could not be confirmed. Manufacturer¿s reference number: (B)(4).